Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self test, unexpected restart and displacement tests. The pump was received with a cracked case at the display window corners and display window, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her daughter had a seizure and fell on her insulin pump. The patient's blood glucose usually stays around 463 mg/dl. The insulin pump had a cracked screen, a few scratches, and a large gash that runs from the b button across the esc button all the way to the act button. The customer has reverted to using insulin pens for treatment. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.